Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patient¿s concern of the product. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device in the anterior side assessed as surgical damage. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patient¿s concern of the product. Device has been explanted and replaced.